Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer returned replacement meter - unable to test. Most likely underlying root cause: mlc-14 -insufficient blood sample applied to strip (user). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 10/16/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer send back the replacement product. We will send customer a new replacement product.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. Customer is not feeling well- he feels as if feels his blood sugar is high. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-2 error using true metrix meter. The test strip lot manufacturer's expiration date is 05/14/2020 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.